Event description:
Customer states at the end of the percutaneous nephrostogram the table gave a misaligned message and they were not able to move the table up, down, or fluoro. The physician was able to complete the procedure without using additional fluoro, and staff was able to move the patient without incident since the table was in the flat position. No reported injury. No additional patient details are available.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.